Manufacturer narrative:
The reported impedance issue was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing on the ate; which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, and it communicated with all lab utilities.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07863 & 1627487-2019-07864. It was reported that the patient experienced uncomfortable stimulation after falling. The patient's system tested for low impedances. As a result, surgical intervention was taken. During the procedure, the system tested for both high and low impedances. It was noted that both extensions were coiled under the ipg. Both extensions and ipg were replaced. Issue has been addressed.